Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 20mg/dl. Troubleshooting was performed. It was reported that the infusion set was changed and the customer did not prime. The programming in the pump was correct. The amount of insulin in the reservoir matched with the status screen. During the call, the customer mentioned that he had a MRI prior to his hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.